Event description:
During an endoscopic retrograde cholangio-pancreatography (ercp), when a sphincterotomy was attempted, the erbe didn't cut right. The physician described it as more of a burn than a cut. All settings and connections were checked and everything was appropriate. Tried one more time and the same result. Staff stopped trying and moved on to a balloon sweep. A 9mm balloon was able to pass through the opening.